Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the machine was shutting down on its own. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system shutting down on itself. A technical support specialist dialed into the station and no error found; system did not get rebooted more than 26 hours. The system functioned as intended after the technical support specialist investigate the device.